Event description:
Wave ventilator has not been functioning properly. The doctors of the hosp are very angry because one of the pts (a small baby) has died due to ventilator malfunctioning. Ventilator giving error message "p6". After switching off and on, the unit works for sometime and again displays the same error message. Message given in service manual as "not used". Reseated the pcbs, but no change. Ventilator giving continuous mixer alarm. After opening the mixer, found two check valves at the base quite hard, whereas the other two (in front) were soft. After replacing the hard check valves with soft ones, the mixer started working satisfactorily.